Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Attempts were made to replicate the user complaint and were able to successfully scan on an (B)(6) with (B)(6)/fsll version 2.5.3.3088 device/fsll version 2.5.3.3088, using a known good libre 2 sensor. Extended investigation did not identify any issues with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating "no message appears," while wearing the adc device using librelink. As a result, on (B)(6) 2022, the customer made hcp contact and was treated with insulin injection by an hcp for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.